Manufacturer narrative:
Health effect - clinical code e2342 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists multiple organ dysfunctions/failures, including right heart failure and renal failure, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Multiple organ dysfunctions/failures, including right heart failure and renal failure, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to right heart failure, kidney failure, and multi-system organ failure. The pump performed as intended and the outcome was not considered device or therapy related.